Event description:
Patient brought to hospital for robot assisted laparoscopic prostatectomy. Underwent anesthesia, laparoscopic ports placed into patient. Robot docked to the patient, right arm of the robot would not function. Surgeon spoke with intuitive technician. As arm would not function, patient was awakened from anesthesia, discharged home and brought back at future date for surgery.per surgeon, or staff, this has occurred before which necessitated the robot being "rebooted", this time the "reboot" did not correct the problem.